Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional information provided. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an orthopedic procedure for treatment of septic non-union of the tibial shaft on (B)(6), 2018. The implant involved was a cannulated tibial nail. The nail was removed, and another nail was put in with antibiotic cement. The patient did well after treatment of the fracture but, required multiple operations from the plastic team for skin flaps. The surgeon was satisfied after the revision procedure and the patient was doing well, other than the soft tissue injuries. The procedure was successfully completed. There was no surgical delay. Patient status is stable. This report is for one (1) 11mm ti cannulated tibial nail-ex/345mm-sterile this is report 1 of 2 for (B)(4). This report will address the complaint about the post-operative event. The intra-operative event has been captured under complaint number (B)(4).